Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. A lead warning was observed for high impedance on (B)(6) 2013.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: sesr01, serial# (B)(4), implanted: unknown. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had exhibited high impedance since implant and that thresholds were fluctuating. Settings were adjusted on the implantable pulse generator (ipg), which was implanted after the use by date, to put the lead into a non-pacing mode. The rv lead and ipg remain in the patient and are to be explanted in one year. A new rv lead and ipg were implanted on the patient's other side. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.